Manufacturer narrative:
(B)(4).

Event description:
The consumer reported overstimulation. The patient thought he had some permanent nerve damaged in his lower legs and the spinal cord stimulator was working for pain in both legs. The left leg was worse than the right. When the patient felt this issue, he was sitting with his legs crossed. This change in stimulation was related to positional movement. There were no traumas or galls reported that could be related to this issue. It was noted the patient had complex electrical equipment in his home that may have caused electromagnetic interference. There was recent environmental electromagnetic interference exposure that could be related to the issue. The patient also stated they had been having storms were he lived so wondered if the atmospheric pressure may have impacted it as well. The patient had checked the device with the patient programmer. The patient turned the stimulation off after he was overstimulated and it took from about 10 pm on the night prior to the report until 11:15 on the day of the report for the overstimulation sensation to fade. The patient had adaptive stimulation. The patient also mentioned he had a high definition (hd) program, but he was not in hd when the overstimulation occurred. This was a sudden change in therapy or symptoms that occurred the day prior to the report. Later, the patient reported he contacted the healthcare provider (hcp) and explained the situation. The hcp referred the patient to a neurologist to determine if he had any permanent nerve damage or other nerve related issues in the left interior calf. His appointment was scheduled for (B)(6) 2015. If this issue happened again, the patient noted he was advised to either switch to a lesser amplitude setting or temporarily set down the amplitude/intensity. Relevant medical history included spinal pain.